Manufacturer narrative:
The investigation of optical signal issue has been completed. The data logs show that immediately after plugging in the pump there is raw optical and placement signal (ps) that are within respected range, however the signal not reliable (snr)drops from about 10000 to about 500. Shortly after the snr, contrast and gain begin to trend down with fluctuations in the signal until the ps goes out of range and psnr alarms are triggered, this occurs right as the pump is fully ramped up to p-9. It remains this way for about 9 minutes and then the parameters return to be within range but then the pump is then explanted. The returned product passed laser continuity, had nothing on the sensor face, all 5s parameters were within specification, reproduced no alarms and was able to hold pressure in the uson test. The other case on the console for the pump that was used right after did not present with similar behavior. Due to the lack of evidence on what was going on clinically and that the issue was not able to be reproduced, the root cause of the optical signal issue cannot be fully determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the "placement signal unreliable" alarm occurred on an impella cp implanted in a patient. The pump was explanted and replaced with another impella. The patient survived.